Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm when trying to calibrate the pump entering blood glucose (bg) levels between 40-400 (mg/dl). No information was provided as to how bg impact was treated. During troubleshooting with tandem technical support, it was determined that the customer was receiving a site reminder letting the customer know their bg levels was below or above their target range. Customer reported turning the reminder off.